Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-april-2024, it was reported by the patient that infusions set dislodged due to which hyperglycemia occurs within 32 hours of use. High blood glucose level was 437 mg/dl. He replaced infusion set and resumed insulin deliveries successfully. No further information was available.